Manufacturer narrative:
(B)(4). Concomitant medical products: ref 00-7713-011-00 lot 63348766 stem, ref 00-6250-65-30 lot 63401075, 63410021 screw x2, ref 00-8775-032-02 lot 2845633 head ¿ biolox, ref 00-6202-54-22 lot 63365704 shell, ref 00-7848-023-00 lot 63330691 kinectiv neck. The device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent right initial total hip arthroplasty. Subsequently was revised approximately 5.5 years later due to external trauma causing the hip to dislocate. The head, neck, and liner were exchanged without complications. The stem and cup remained implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was then revised due to trauma causing the hip to dislocate. Noted hole in capsular tissue. Liner removed and noted to have mild wear in the area where the head was dislocating but otherwise in good condition. The head, neck, and liner were exchanged without complications. Review of the device history records identified no (related) deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: a3, b4, b5, d2, d4, g1, g3, g6, h1, h2, h11.